Event description:
The device was used during a vascular procedure. Reportedly, the suture broke and the needle bent. The surgeon used another suture to complete the procudure. The hospital has reported no patient injury occurred.